Event description:
On (B)(6) 2012, customer reported carbon dioxide (co2) calibration failure on the dxc 800 pro instrument, and a leak from the reference electrode following customer initiated maintenance. Customer replaced the co2 measuring electrode, however the calibration issue was not resolved. Customer examined the ion-selective electrode module and noted a leak from the reference electrode. Customer stated that the retainer was most likely not properly installed. Customer reseated the electrode retainer and the leak was resolved, however calibration still failed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced both electrodes to address the issue of calibration failure. This resolved the calibration failure. The repair was verified through established procedures. No further issues were reported.

Manufacturer narrative:
(B)(4).